Event description:
It was reported that there was hyperinflation of the anterior chamber at the end of the case and lens was pushed into a posterior position. Additionally, the doctor was expecting a mild hyperopic outcome due to using the incorrect a-constant and formula originally. Post-op the pt was significantly hyperopic. The lens was repositioned and a capsular tension ring (ctr) was placed. In the surgeon's opinion, the likely cause of the event was hyperinflation at the end of the case and calculated power slightly off. The pt's current prognosis was reported as "very good". This report pertains to the pt's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.